Manufacturer narrative:
E1: initial reporter facility name: affilia(B)(6).ted hospital of qingdao university device evaluated by MFR.: the pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed a kink and fracture at 10 cm from the tip. Functional testing was competed by inserting the pump into the angiojet ultra drive console. The catheter primed, and the device functioned for a period of 90 seconds in the thrombectomy mode. The devices pressure was within the normal range. During functional testing no errors or priming issues were noticed, the device ran as designed. During functional testing, a leak was observed at 10 cm from the tip where the shaft had fractured and separated. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that a tip fracture occurred. The patient presented with acute thrombosis of the lower left extremity deep vein. The ultrasound showed left iliofemoral vein thrombosis. The physician decided to perform mechanical thrombectomy. An angiojet zelante catheter was selected. During preparation, while flushing and priming, the device stopped at 12 seconds multiple times. The console displayed an error message. It was observed that the tip of the catheter was fractured. The device was not used, it was replaced with another of the same and the procedure was completed. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that a tip fracture occurred. The patient presented with acute thrombosis of the lower left extremity deep vein. The ultrasound showed left iliofemoral vein thrombosis. The physician decided to perform mechanical thrombectomy. An angiojet zelante catheter was selected. During preparation, while flushing and priming, the device stopped at 12 seconds multiple times. The console displayed an error message. It was observed that the tip of the catheter was fractured. The device was not used, it was replaced with another of the same and the procedure was completed. There were no patient complications reported and the patient's status was stable.